Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v238061, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient was reportedly receiving intermittent shock sensations at the right burr hole cap site. Impedances were reportedly checked in multiple positions and pressure was put on the cap. It was noted that the device was turned off and could not elicit the sensation. It was noted that this was "clearly just when the stimulation is on". The patient was reportedly sent for x-rays. Impedances and settings were noted as c-0 1094, c-1 961, c-2 961, c-3 924, 0-1 1094, 0-2 1413, 0-3 1467, 1-2 1008, 1-3 1210, 2-3 946. Therapy 875 ohms. Settings: c-1, 3.5v, 90pw, 135 rate. It was noted that the patient had itching at the burr hole site and at the device site and the shocking was first noticed while itching his head with a baseball hat. It was reported that the patient's therapy was decent but it was hard to tell because the patient had recently taken their medication. However , it was noted that while the device was off the patient was unable to speak and had a "horrible tremor". It was therefore thought that the patient was still getting therapeutic benefit. It was also noted that there may be a connection issue, fracture, or insulation break.

Manufacturer narrative:
(B)(4).